Event description:
It was reported that the device does not power on. When plugged in, the ac power board becomes hot. The user disconnected the ribbon cable connected to the ac board and observed a yellow capacitor that appeared discolored as brown. The bottom of the device was also reported to be hot. The issue is isolated to the ac power board, not the main board. The event occurred during setup. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was not returned for evaluation and pictures had been provided. Review of the provided pictures shows the discolored capacitor. Functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer reported pump was over heating could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.